Event description:
The customer reported a malfunction on the pump, identified by malfunction code 5, which was not resettable. There was no adverse impact to the customer¿s blood glucose level reported, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.